Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the middle of the blade. One of the blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint regarding defective/broken was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument had a part broken off. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.